Event description:
It was reported by the customer that on (B)(6) 2010, the laser beam was shooting out on both sides of the fiber tip at 158 joules. Also, it was reported that the fiber did not fire. No patient injury was reported.